Event description:
The surgeon reported he discovered the patient's posterior capsule had ruptured after inserting a cc4204bf collamer plate lens. The incision was enlarged, the lens was removed and a vitrectomy was performed. A three piece lens was implanted in the sulcus and the wound was sutured. The reporter indicated that the capsule may have been damaged during phaco. This facility does not use any of staar's phacoemulsification equipment.

Manufacturer narrative:
Other, capsule tear - other - no lens in unit carton. Evaluation - a work order search was performed and there were no similar complaints found within the work order.